Event description:
The following information was reported by the aci sales representative: "on (B)(6) 2014 during a mynx ace 6f/7f vascular closure device deployment, button #1 jammed. The md then used a pair of hemostats to push the button all the way down. After that, the close went "perfect" and hemostasis was achieved. On (B)(6) 2014, I (sales representative) was made aware that about an hour after I (sales representative) left the room, the patient's blood pressure dropped. A sheath was inserted at the mynx site and a groin shot was taken. It showed extravasation and the patient was to have said to have an rp (retroperitoneal) bleed for which a covered stent was placed. The md then stated that a day or so later the patient complained of leg pain and at that time another angio was performed to show that embolization of peg had occurred." The patient's hospitalization was mynx-related. No further information is available at this time. On (B)(6) 2014, the aci sales representative reported the following: I spoke with the doctor, the source of the rp bleed was a high stick in his opinion. The stent was placed in the external iliac. The peg in the leg was discovered by arteriogram and removed surgically.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, the doctor reported that the source of the rp (retroperitoneal) bleed was a high stick in his opinion. It should be noted that the following information is indicated in the instructions for use (IFU), under the warnings section: "do not use the mynx ace if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed". It was also noted that 19 days post mynx ace closure, a sheath was inserted at the mynx site to repair a retroperitoneal bleed. It is unknown if the sheath insertion pushed the sealant into the artery, which could have led to an occlusion.